Event description:
A complaint was received via email. A high reading issue was reported with the abbott diabetes care (adc) device. Please note that the customer was on a ski trip and was using an automated insulin pump and app that appeared to malfunction which lead to a hypoglycemic episode, despite carbohydrate calculation and bolus administration. The customer reported a higher sensor scan reading of "200" and it's unknown whether a trend arrow was noted on the device. The customer experienced severe hypoglycemia and a brief loss of consciousness. It was indicated that the customer received help from a ski instructor and was transported by emergency services to a hospital in italy. In the hospital, the customer had contact with a healthcare professional (hcp) who performed blood tests, ECG, and observed the customer for about half a day after which the situation stabilized. The customer indicated that normally they are still okay or able to walk around when their values are around 40 mg/dl, so they indicated their values must have been lower than this. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. A high reading issue was reported with the abbott diabetes care (adc) device. Please note that the customer was on a ski trip and was using an automated insulin pump and app that appeared to malfunction which lead to a hypoglycemic episode, despite carbohydrate calculation and bolus administration. The customer reported a higher sensor scan reading of "200" and it's unknown whether a trend arrow was noted on the device. The customer experienced severe hypoglycemia and a brief loss of consciousness. It was indicated that the customer received help from a ski instructor and was transported by emergency services to a hospital in italy. In the hospital, the customer had contact with a healthcare professional (hcp) who performed blood tests, ECG, and observed the customer for about half a day after which the situation stabilized. The customer indicated that normally they are still okay or able to walk around when their values are around 40 mg/dl, so they indicated their values must have been lower than this. There was no report of death or permanent injury associated with this event.